Event description:
Info rec'd indicates, the led for the battery indicated, the battery was charged but was found to not hold the charge.

Manufacturer narrative:
The technician replaced the battery to repair the bed.